Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A nt (lot: 40925r1029) was chosen for implantation. The clip was first placed central, but after placement on the valve a significant mr jet remained so it was planned to relocate medially to optimize the result. The grasp was released and as the clip was attempted to be retracted into the left atrium, height was lost due to an anuerysmal septum making it impossible to retract into the atrium. The clip was just above the anterior leaflet but appeared to still be below the posterior leaflet. The clip did not appear to be caught on chords so the operator advanced the clip back into the left ventricle clear of the leaflets and retracted the stabilizer and the clip moved freely to the more medial position, 1-3mm from original location. The clip was placed and deployed, however it was noted that in the original grasping location, a ruptured chordae was observed thought to be from interaction with the clip. No leaflet flail or eccentric jet was observed. The procedure ended with mr reduced to grade 1-2. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported unintended movement of the sgc appears to be related to patient conditions (anuerysmal septum). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A nt (lot: 40925r1029) was chosen for implantation. The clip was first placed central, but after placement on the valve a significant mr jet remained so it was planned to relocate medially to optimize the result. The grasp was released and as the clip was attempted to be retracted into the left atrium, height was lost due to an anuerysmal septum making it impossible to retract into the atrium. The clip was just above the anterior leaflet but appeared to still be below the posterior leaflet. The clip did not appear to be caught on chords so the operator advanced the clip back into the left ventricle clear of the leaflets and retracted the stabilizer and the clip moved freely to the more medial position, 1-3mm from original location. The clip was placed and deployed, however it was noted that in the original grasping location, a ruptured chordae was observed thought to be from interaction with the clip. No leaflet flail or eccentric jet was observed. The procedure ended with mr reduced to grade 1-2. There was no clinically significant delay reported.